Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing 0 units instead of expected 200 units despite completion of load process and use of room temperature insulin with proper air removal. There was no reported impact to the customer¿s blood glucose level. Customer was guided to fill and load new cartridge, attempt bolus to update insulin estimate, and, due to continued large difference between displayed and expected insulin volume, was instructed to use multiple daily injections as backup therapy while technical support arranged replacement pump, provided instructions for storage mode and return of problematic pump, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.